Event description:
On (B)(6) 2012, the reporter contacted animas and alleged the following: her blood glucoses(bg) have been high some mornings lately. Today it is 309mg/dl and she feels moderate nausea. On (B)(6), it was 589mg/dl on wake up and she felt excessively nauseous, clammy, and mildly disoriented, positive ketones but does not remember the amount. Takes anti-nausea medication if this occurs and she gave boluses to correct the high bgs. She uses her own calculations for boluses, does not use ezcarb or ezbg. She states that she has checked her pump bolus delivery at times and she states she has noted that boluses do not drip out on some checks. She delivered 1.05 units this am d/CT and did not see any insulin drip out. She had tried 3 unit boluses twice and no insulin dripped out. She states that the pump is properly primed at the time of delivery. She does a manual priming of her pump also. Last night, bg was at 63mg/dl and she treated this with a handful of pretzels and did not bolus for this snack she does not know carb amount on the pretzels but is adamant that the amount eaten without any bolus is not enough to cause the high bg this am. She refuses to review the boluses taken on (B)(6) to find any cause for the bg of 589 the am of (B)(6). She denies any infusion set issues, no bent cannulas or blood in cannula or skin site issues. She takes boluses for her high bgs, changes site/set. She took 8 units this am, uses normal boluses only. Patient was advised that cts rep cannot reproduce the bolus delivery issue she is complaining of. Delivered 2 unit bolus and it delivered while on this call. Instructed to go on back up plan for insulin delivery, until she starts another pump, which she has in her possession, from her health care professional (hcp). Instructed she that if her high and low bgs persist, to consult with the hcp about this. She is aware to change site for unexplained high bgs and she has routinely does this. The patient is on levothyroxine, effexor, valium , methadone for pain related to peripheral neuropathy. No medication changes recently. No dietary changes. This complaint is being reported as a patient on an insulin pump experienced symptomatic hyperglycemia .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed and were successfully delivered and recorded in the pump history. No delivery related defects were found during testing.